Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Date of event: date of event has been estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided.

Event description:
It was reported in a general comment that the 5.0 size nc trek balloon dilatation catheters (bdc) do not deflate entirely and the physician has to go into negative a number of times in order to pull the balloon back into the guide catheter. There was no difficulty removing the stylet or protective sheath and the device was prepared (air aspiration) outside the anatomy prior to use. The contrast mix was 1:1. The balloon was inflated between 16-18 atmospheres (atms) and negative was held for at least 10 seconds. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.